Event description:
Missing items in packaging, including no human thrombin. Another kit obtained and procedure continued. This is the second of two reported events at this facility within approximately 2 weeks. Both kits are from the same lot.